Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a slow flow event occurred post-atherectomy. Two lesions were treated. The sfa was 100% stenotic (cto), 15cm in length and moderately calcified. The pt was 100% stenotic (cto), 10cm in length and moderately calcified. One patient run-off vessel was present prior to therapy. The sfa was treated with a 1.75mm dbx oad which was spun at 120k rpms for a total run time of 1min, 26sec. Angioplasty was then performed with a 6.0x120mm foxcross balloon at 8atms for 3 mins. The residual stenosis was <10% post-pta. The pt lesion was treated with a 1.5mm solid crown oad which was spun at 140k rpms for a total run time of 1min, 17sec. Angioplasty was then performed with a 2.5x220mm savvy balloon at 14atms for 4min, 30sec. The residual stenosis was again <10% post-pta. The expectations for the case were met. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #6 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. Csi ID# (B)(4).